Event description:
Customer reports that one day following laparoscopic cholecystectomy one suture broke. Customer states that dehiscence of the surgical wound occurred and the pt was returned to the or for repair.